Event description:
It was reported that a pump "alarms inoperable." Any pt involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete a supplemental report will be sent.